Manufacturer narrative:
The investigation of the reported issue has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and no clear information is provided as per the clinical description. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and the patient experienced bleeding (oozing) at the impella cp insertion site. The site was attempted to be redressed and re-sutured. The bleeding subsided, but a large hematoma formed at the site a cut down was performed and the impella was explanted from the patient.